Event description:
Patient reports that up arrow button requires multiple presses to respond. Patient reports noticed issue two weeks ago and has been progressively getting worse. All other buttons feel normal and respond normally to presses. Patient does not clean pump. Patient wears pump in under garment against body.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.